Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0l5jx, implanted: (B)(6) 2014, product type lead; product ID neu_un known_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient was in ¿no condition¿ to take in the instructions following surgery and so patient kept getting the poor communication screen and was not able to make adjustments with antenna attached. The settings were noted to be 0.4v and the implantable neurostimulator (ins) was on. The setting of 0.6v ¿was too much¿ and ¿uncomfortable¿ while 0.4v ¿was not felt.¿ within the past week, the patient ¿felt like someone kicked her¿ in the vagina and it ¿hurt to walk.¿ the amplitude had been at 0.6v. Furthermore, the patient ¿had been doing fine¿ until she got up one morning and felt like someone kicked her. The sensation lasted ¿most of the day¿ until it finally went away once the settings were reduced to 0.4v. The patient reported an overstimulation setting, stating there was a loss of bladder control in addition to feeling like she had been kicked. The patient had to get up every 2-3 hours at night which was ¿better than it was¿ but did not meet expectations. At 0.5v, the patient did not feel the stimulation ¿any more than at 0.4v.¿ during the call, the patient was able to sync with the antenna and noted that the antenna jack looked fine. It was noted that the carrying pouch was ¿not large enough¿ to carry both the programmer and antenna. The patient was to call back if poor communication continued while using the antenna. Patient outcome was not known. Follow up is being conducted to obtain this information. A supplemental will be sent if any additional information is received.

Event description:
It was reported the patient had trouble connecting with the programmer. They were able to connect on the call. The patient had never really felt stimulation. Increasing stimulation resulted in pain. Stimulation was too high, so they decreased the setting. The patient was going to the bathroom two to three times a night. They were going six or seven times a night prior to implant.

Manufacturer narrative:
No new information was received. (B)(4).